Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that one of the spikes fractured during surgery. The missing spike was unable to be located, and it is believed to have been embedded in bone that was removed.